Event description:
It was reported that the stopper was loose with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 3000 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital is experiencing the loosening of the plastic cover of edta tube. Because of the nursing department, kidney dialysis center and opd units are still used to inject blood after removing the cap. Recently, whether the plastic cap is removed or not, it is there is a loose condition. It causes a lot of distress to the unit.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for loose cap with the incident lot was not observed. Additionally, testing of the customer samples was performed and loose cap was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was loose with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 3000 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: hospital is experiencing the loosening of the plastic cover of edta tube. Because of the nursing department, kidney dialysis center and opd units are still used to inject blood after removing the cap. Recently, whether the plastic cap is removed or not, it is there is a loose condition. It causes a lot of distress to the unit.